Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Additional information was requested and the following was obtained: prep used: chloraprep, prineo was applied in one thin coat over the mesh , location was over left lateral ankle ¿ incision size approximately 6 inches smaller incision over the medial side of the ankle. Dressing over prineo: 4x4s when the prineo was completely dry and a splint was applied, normal looking wound at 1 and 2 week post op visit, cast placed at 2 week post op visit over the prineo , wound looked good at 8 weeks follow up. Reaction noticed on (B)(6) 2018, patient had a hardware removal and wash out on 1/22/18. She is currently on IV antibiotics.

Event description:
It was reported that a patient underwent an orif lateral malleolus procedure on (B)(6) 2017 and topical skin adhesive was used. The dressing was placed over the topical skin adhesive and a splint was applied. The wound was normal looking at one and two week post op visit. The cast was placed at two week post op over the topical skin adhesive. The wound looked good at eight weeks follow up. The reaction was noticed on (B)(6) 2018. The patient had a hardware removal and wash out on (B)(6) 2018. The patient is currently on IV antibiotics. The pa opines that the reaction possibly is because they are not removing the topical skin adhesive at the two week mark prior to going into the cast. Additional information was requested.